Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 11/04/2025, the patient noticed inaccurate readings on her dexcom g7 app, which showed very low glucose levels (around 50 mg/dl and dropping). However, when she checked using a blood glucose meter, her actual reading was 370 mg/dl and rising. She reported that she almost experienced diabetic ketoacidosis (dka). Around 2:00 pm, she went to the hospital because she was feeling increased thirst and headaches. She stayed there for about two hours. The patient did not mention undergoing any tests. The only treatment provided was insulin IV, administered at approximately 2:30 pm. The patient stayed less than 24 hours at the emergency department and was fine at the time of the report. No additional treatment was given. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.